Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were having an MRI today and needed to put the device into MRI mode but are having a hard time getting the communicator to connect to the implant. Patient service specialist had patient power on handset and communicator and try to connect. Patient was getting device not responding message repeatedly. The patient reports that they always have had difficulty since implant, but eventually get it. Confirmed communicator not plugged in, confirmed correct app, confirmed patient can feel the device and see the incision. Patient reported that they did have a fall in the past, but there were able to communicate since then. The patient has an appt today with the hcp. They will bring the equipment and have them check the implant.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the communication issues was unknown and was most likely due to connection issues. When asked what steps were taken to resolve the issue, they reported they were able to get it connected and the patient was taught how to put it in MRI mode. The issue was resolved.